Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the balloon burst during laparoscopic inguinal hernia repair procedure. The obturators were not received. The inflation bulbs were received. Visual inspection noted that the valve seals were intact. A cut was observed to penetrate both of the balloons. The balloons were unable to be inflated due to the observed cuts. The flapper valve functioned properly. Visual and functional testing of the returned samples confirmed the products did not meet quality release specifications that were tested regarding the reported condition due to the cuts in the balloon. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Therefore, no corrective action was generated for the reported condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic inguinal hernia repair. According to the reporter two balloons burst, a new device was used and available to finish the procedure. There was no unanticipated tissue loss. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).